Manufacturer narrative:
MDR is being submitted as a result of a retrospective complaint review.

Event description:
Customer alleges base assembly item #16 hex socket shoulder screw and item #22 nylon lock nut are bad.